Event description:
During the coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube. The second seal did not unfold inside the aorta. A clamp was used to complete the procedure. No other patient complications were reported. This report is for the second seal that did not unfold and a clamp was used to complete the procedure.